Event description:
A caller reported a cartridge alarm 20 during the load process of an insulin pump. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the caller with loading a new cartridge, but the alarm recurred, necessitating a pump replacement. The pump was under warranty, and a replacement with updated software was sent to the customer. Technical support provided instructions on programming pump settings, connecting the cgm to the new pump, and placing the old pump in storage mode before returning it to tandem. Customer will continue to use current pump.